Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material in the nozzle that looked like a piece of black o-ring - however, it was not possible to further identify the material. Moreover, no physical damage on the detection point of the foreign material was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: weak suction due to a clogged nozzle; bending manipulation and insertion tube defects; the adhesive part on the bending rubber was worn out; the resin area was detached; the light guide lens was cracked due to a shock caused by dropping and knocking the endoscope onto a hard surface; a cracked resin part caused by handling; and the distal end universal cord was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was experiencing weak suction. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned, clogged nozzle noted at estimation.